Manufacturer narrative:
B3 unknown h3: one device was returned for analysis. Visual inspection showed the pump was used. Review of the event history log (ehl) did not reveal air occlusion error. However, around 600 downstream occlusion (dso) alarms were noted. Functional testing was not able to duplicate the customer reported issue, but it was found that the dso sensor was degraded, along with the air detector being degrade/dented. The probable cause of the reported issue was due to the air detector. As a result, the air detector was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited air occlusion. No adverse patient effects were reported by the customer.